Event description:
The national complaint coordinator (ncc) for baxter japan received a complaint from a user facility involving the basal/bolus infusor with a pca watch attached. The device was filled with medication (fentanyl citrate 20ml) and connected to a patient. According to the facility, the device over-infused during patient use. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample was received however sample evaluation has not yet been completed. A follow up report will be submitted, upon completion of the investigation.